Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with 2 syringes in the cheek and 1 syringe below and above the lips with skinvive¿ by juvéderm®. Patient received topical numbing agent 23% /7% prior to injections. Eight days later, patient began to experience swelling in the cheeks. Hcp treated the patient with bactrim 800mg and a medrol dose pack. Two days later, patient experienced "residual swelling in which [they] developed many bumps around cheeks, under eyes and down to [their] neck". Three days later, patient was seen by their hcp and presented with an abscess on the right side between lip and chin. Hcp took a "swab" and sent it to a lab for testing. Test results noted staph. Hcp treated the patient with doxycycline and a second medrol dose pack. Two weeks later, patient noted the "problem was better and [they] finished the prescription [two days prior]" but "woke up with nodules and swelling". Hcp prescribed another round of steroids and bactrim. Symptom resolution is unknown. This was the initial use of the syringe. The packaged needle was used.